Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for tnt leakage with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tube is cracked. This was discovered during use. The following information was provided by the initial reporter: we have a big problem on the lot of citrate tube. The empty space between the 2 walls of the tube (inner and outer wall) is not closed. As a result blood comes to fill this space!!!! The problem is not constant, of course, but it has already occurred several times. It's serious enough that we decide to alert you.